Event description:
The complainant reported there was blood coming from the red impella plug and the purge pressure was low. A leak was observed, and the purge cassette was replaced. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.